Event description:
It was reported that the insulin pump alarmed button error, and could not be cleared. Troubleshooting was performed. Advised the caller that the customer should discontinue use of the insulin pump and revert to back up plan. It was stated that the customer will go to the nearest hospital for a back up plan. It was stated that the customer is traveling in the states. A follow up was done and found that the customer was hospitalized, and she will not be released until a replacement of the insulin pump arrives. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.